Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was associated with a system infection. Additionally, the patient had sepsis. Surgical intervention was performed to address the infection however, the patient became hypotensive during the procedure and passed away. The system was explanted from the patient's body. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was associated with a system infection. Additionally, the patient had sepsis. Surgical intervention was performed to address the infection however, the patient became hypotensive during the procedure and passed away. The system was explanted from the patient's body. No additional adverse patient effects were reported.